Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: (B)(4) batch#: (B)(4). It was reported by the customer that the optima injector - 515052 is difficult to leur lock onto the bd 30ml syringe -302832, and will not fully leur together. There is a thread that is still showing and does not fully connect. Two different lot numbers from the optima injector have been used with the same lot of syringes and have had difficulty/not been able to connect them fully. Verbatim: the optima injector - 515052 is difficult to leur lock onto the bd 30ml syringe -302832, and will not fully leur together. There is a thread that is still showing and does not fully connect. Two different lot numbers from the optima injector have been used with the same lot of syringes and have had difficulty/not been able to connect them fully.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported the optima injector is difficult to luer lock onto the 30ml syringe. To aid in the investigation, two samples and one photo was provided for evaluation by our quality team. One sample came in an opened packaging blister and the other sample came in a sealed packaging blister. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then tested for luer taper and passed. The photo provided shows two syringes; one 30ml syringe and one 10ml syringe each connected to a medical device. No other information could be obtained from the photo. A device history record review was completed for provided material number 302832, lot 4059022. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. Material#: 302832 batch#: 4059022. It was reported by the customer that the optima injector - 515052 is difficult to leur lock onto the bd 30ml syringe -302832, and will not fully leur together. There is a thread that is still showing and does not fully connect. Two different lot numbers from the optima injector have been used with the same lot of syringes and have had difficulty/not been able to connect them fully. Verbatim: the optima injector - 515052 is difficult to leur lock onto the bd 30ml syringe -302832, and will not fully leur together. There is a thread that is still showing and does not fully connect. Two different lot numbers from the optima injector have been used with the same lot of syringes and have had difficulty/not been able to connect them fully. Comments on 30/04/2024. 1. Please confirm the date of event. They had staff complain about it happening two days in a row, 4/15 and 4/16. They spoke to staff on 4/17 to ensure they were properly engaging the leur lock connector to syringes, and noted when demoing that it does appear to be a very stiff connection even before threads of leur lock were fully engaged. Then on 4/18, a tech had it break. 2. Please confirm whether defect is in both the material (# 302832 & #515052) it is unclear if it is 302832 or 515052 that is causing the difficulty in tightening the leur lock connection. 3. Did the event involve an urgent/life threatening medical situation? As previously stated by the account, it did not cause any urgent or life threatening medical situations. I collected these responses based off previous emails from the customer. Please let me know if you need any additional detail.